Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the lens kept coming out by itself. The procedure was completed on the same day. Additional information has been requested and received stating that there was no patient contact.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was confirmed. The device was received loose in a plastic bag. The plunger is fully advanced. Ovd is dried in the device. No lens returned. The lever is moving freely. The device is taken apart for further testing. A significant mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related. Based on the results from alcon product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).